Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to be missing the red adaptor of the one-way valve. The reported customer complaint was confirmed. The cause of issue was determined to be either the red adaptor from the red check valve was received loose from supplier bespak, or the red adaptor from the red check valve was disconnected after the product left shm facility. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign - report source: (B)(4).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid cuff air pressure was checked after approximately two to three weeks in use and it was determined the cuff would not delate the air. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.